Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm. Troubleshooting was performed, explained the pump performs safety checks and the error was found.  No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm and pump error 35 alarm found on 12/2/2022. The pump was received with a constant blank flashing white light on the display after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, or download firmware using crest due to the blank flashing white display. The pump was cut open to perform a visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and on the inside of the battery tube. Cleaned pcba 1 and pcba 2 with isopropyl alcohol with no effect. A test case, pcba 1, motor, and force sensor were swapped out and successfully utilized crest and thus to download history files, traces and comlink3 files. A review of the downloaded history files shows the pump alarmed pump error 35 on 12/02/2022 at 14:50 which caused the critical pump error (open book image) alarm. The force sensor zero offset is within specification (23.5 mv). The blank flashing white display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank flashing white display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.